Manufacturer narrative:
Other text: no problems or issues were identified during the device history record review. No product sample was received, therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No further action was taken.

Event description:
It was reported that the pump was underinfusing. No patient injury was reported.